Event description:
An attempt was made to use one 5f launcher guide catheter during a coronary angiography. It was reported that the distal extremity of the device detached during use. It was detailed that when using the guide catheter on a guidewire, the guide catheter suddenly broke. A loop/lasso was used to retrieve the distal part of the guide catheter from the patient. No further patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the 5f launcher guide catheter was being used during a scheduled coronary angiography where the catheter was placed using a guide. The device ruptured/detached. The event led to longer than expected procedure time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion being treated was the arch of the subclavian artery. The right radial approach was used. The device was inspected after removal from the packaging with no issues noted. Resistance was noted during the insertion/delivery of the device. Excessive force was not used. The device was not kinked and re-straightened during use. The guidewire was examined and flushed before use with no issues noted. There were no difficulties noted when loading the guidewire. A non-medtronic introducer was used. The detachment occurred during manipulations of the launcher guide catheter in order to reach the entry of the right artery while a 0.035" soft tip guide wire was in the launcher. The device detachment occurred at 1/3 of the length of the launcher. A non-medtronic loop/lasso was used to retrieve the distal part of the guide catheter from the patient. The detached portion of the device was successfully removed intact from the patient outside the cracked part. There was no injury to the patient as a result of the event. Patient age, weight and sex provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: one 5 fr launcher guide catheter was received for analysis. The launcher device returned with a non-medtronic guide extension catheter, a non-medtronic introduce and a 0.018¿ guide wire. Kinks were evident on the shaft of the device distal to the strain relief. A detachment was evident on the shaft of the launcher distal to the strain relief. Torsional kinks were evident with braiding exposed distal to the strain relief. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. Additional information: a. Patient information. 3b. Gender: male gender updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.